Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a signal artifact monitor (sam) episode due to oversensed noise, which subsequently led to the respiratory sensor being disabled. The health care professional (hcp) stated that the patient underwent an unrelated surgical procedure on the day the episode was recorded. Technical services (ts) was consulted and provided guidance to re-enable the sensor. Additional information indicated that during the surgical procedure, the device could not be located; therefore, a magnet was not used, leading to the oversensed noise and the resulting sam episode. A follow-up was performed to re-enable the respiratory sensor. The ICD remains in service. No adverse patient effects were reported.